Manufacturer narrative:
On initial MDR the FDA health impact code was not submitted. It should have been f1904. Corrected information was provided in b.5 and h.6. Additional information was provided ind.9,, h.3., h.6. And h.11. The lens was returned inside a plastic container that has been taped closed. Viscoelastic was dried on the lens. Both haptics were broken in the gusset area. Both broken haptic portions were returned in the container. The optic was cracked in the shape of an instrument used to grasp the lens. Photos were provided of the lens post explant. The photos matched the broken haptic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were used with the lens. Broken haptic damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) -filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was placed into the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The company lens 15.0 diopter (add power +2.2/+3.2 diopter) was removed and replaced with the same model iol with the same power. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and stated that there were no problems with iol setting, insertion, post-insertion handling, or iol movement on the day of surgery, but, however, the iol was clearly dislocated later, and although attempts were made to correct the dislocation, it appeared that the base of the trailing haptic was deformed (broken), and correcting the dislocation was not possible. It appeared that the plunger of the company injector was applying force to the base of the trailing haptic and the optical part, which seemed to have caused a wound. Extraction replacement was performed for same model same diopter lens 6 days following the initial implant procedure. The next day vision was fine. As per reporter event was not serious and was related to suspect device with no other possible factor. Post operative results showed no problems. The outcome of the event was recovering.

Event description:
Physician reported after intraocular implantation procedure, surgeon noticed haptic deformity intraocular lens (iol) dislocation. Surgeon stated that the iol remained in patient eye. Additional information received and stated that the intraocular lens was clearly dislocated, and although attempts were made to correct the dislocation, it appeared that the base of the trailing haptic was deformed and correcting the dislocation was not possible. It was also stated that the plunger of the monarch IV was applying force to the base of the trailing haptic and the optical part, which seemed to have caused a wound. The iol was exchanged for same model same diopter lens 6 days following the initial implant procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.